Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout.